Manufacturer narrative:
(B)(4): product evaluation: device analysis determined that there were abrasions down the length of the tube on the white ptfe wrap. When compared to the assembly drawing: when viewed under magnification, no damage could be found which would have resulted in a malfunction. The tube was inflated using a syringe and submerged under water; a slow leak was found at the junction of the inflation tube and main tube next to the inflation tube notch. The drawing required room temperature vulcanizing silicone had pulled been away at the proximal side. Based off the analysis, the exact or most probable root cause could not be determined as the issue could have originated due to various causes. (B)(4).

Event description:
It was reported that the tube has a problem. There was no reported patient impact.